Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen ergo was fractured. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported using the device for 30 years. While the device was first manufactured 22 years ago, the use period is beyond the recommended use timeframe. The core instructions for use states the humapen ergo device has been designed to be used for up to 3 years after first use. The patient reported visual impairment. The core instructions for use states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device beyond its approved use life and used the device while visually impaired. It is unknown if these misuses are relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6)-years-old (at the time of initial report) male patient of unknown origin. Medical history included allergy and blindness. Concomitant medications were not provided. The patient received human insulin (rdna) (humulin, 100 iu/ml) from a cartridge via a reusable humapen ergo device (grey, unknown body type), twice a day, morning: 25 u, evening: 28 u, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date (more than thirty years ago) (improper use). On an unknown date during the period of using human insulin, his eyes got invisible slowly, until they were unable to see completely (blind). The event of completely blind was considered as serious by company due to its medical significance. On (B)(6) 2019, the black screw rod of injection pen was fractured (pc (B)(4); lot number unknown). Due to the injection pen failure, he had dose omission which led to high blood sugar (the blood sugar value: 28, more than 30). The event of blood sugar increased was considered as serious by company due to its medically significance. Information regarding corrective treatment and outcome of the events was not provided. Status of human insulin was ongoing. The operator of the reusable humapen ergo device (grey, unknown body type) and his/her training status were not provided. The general reusable humapen ergo device (grey, unknown body type) model duration of use and suspect reusable device duration of use was around 30 years. The status of suspect reusable humapen ergo device (grey, unknown body type) was ongoing. The humapen ergo device (grey, unknown body type) associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer considered the events related to human insulin drug and did not did not provide relatedness assessment between the events and humapen ergo device (grey, unknown body type). Edit 06nov2019: updated medwatch fields for expedited device reporting. No new information added. Update 11-nov-2019: information received from responsible complaint personnel (rcp) on 06-nov-2019 included pc number that was added in narrative and processed accordingly. Upon internal review, the term highlighted by reporter field for the blind event was updated form yes to no. Updated narrative accordingly. Update 21nov2019: additional information received on 20nov2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(6) (EU/(B)(6)) device information for the suspect humapen ergo (unknown body type) associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.